Manufacturer narrative:
Upon receipt at bsc's post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory noted that 276 mission critical register (mcr) errors were recorded on (B)(6) 2018, indicating that certain protected areas of memory within the digital integrated circuit (ic) component had changed values unexpectedly and were corrected by the device. No further mcr errors were recorded. The battery voltage and power consumption diagnostic data were within normal limits . The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The returned device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Additional testing of the device and the individual digital ic component was able to recreate mcr errors. Detailed testing determined that the source of the mcr errors was an intermittent malfunction within the digital ic component. Please note that laboratory analysis did not identify any evidence that therapy was unavailable to the patient while implanted. Please note that the previous 3500a report incorrectly stated that the device exhibited excessive current leakage. This did not occur.

Event description:
This report is being filed to correct the analysis findings.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory noted that 276 mission critical register (mcr) errors were recorded on (B)(6) 2018. No further mcr errors were recorded. The device was then exposed to simulated heart load conditions and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed and again, normal device function was observed. The routine product testing performed restores the manufacturing firmware in the device memory. The firmware used in the field was downloaded onto the device. Afterwards, the device recorded an additional 4 mcr errors. The device casing was removed, and an external power source was applied to the hybrid and the board powered up normally. The firmware was successfully downloaded but memory review noted an invalid patient log format. A memory dump was performed and confirmed that the digital ic underwent mcr errors during the firmware download. Extensive detailed analysis testing found that digital ic which had excessive current leakage in one of the power supplies within the ic.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device recorded a code wb indicative that the device was trying to self-reset itself in an attempt to self-correct but was unable to. A request was made to have data from this device analyzed. Data analysis showed memory corruption. Device replacement was recommended. The device was explanted.